Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received scratches on the screen and hard to see numbers as well as buttons hard to push, sticky, or sometimes unresponsive. Customer¿s blood glucose level was unknown. Customer also reported that the changing the reservoir customer noticed a piece of plastic chipping off. Troubleshooting was declined. The device will not be returned for analysis.